Manufacturer narrative:
Additional information provided in h.6. And h.10. A sample was not received at the manufacturing site for evaluation for the report; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Attached picture was reviewed by the investigation site. The picture shows a pak label with the same product and lot number as reported. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. The inspection includes evaluation for trocar hub/cannula assembly loose on the trocar blade. All trocar assemblies are 100% inspected for gage size. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is:(B)(4).

Event description:
A customer reported that trocar cannula frequent pull-out during instrument exchange during the vitrectomy and retinal surgery. The surgery was completed using the same product with delay. There was no patient impact or injury. Additional information requested and received that the surgeon holds the trocar with the forceps while removing instruments from the trocar, and it remains in place.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).